Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a lot of physical trauma. She turned up stim a while ago but since she was raped, the stim felt too strong and felt different. The implantable neurostimulator (ins) felt loose in the pocket and she had swelling/ puffiness at the location of the trial lead and at her tailbone. She had pain all down the left side of her back which was the same side as the ins. The patient was taking oral medication for the pain. She was in the middle of a crisis and trauma for the last 2.5 months prior to report but she also noticed changes since getting off drugs for the last 2.5 weeks prior to report. The event was not related to positional movement, medical test or environmental exposure. Additional information from a health care professional (hcp) reported that assistance was needed to help check the patient¿s implant. There was concern that the setting was too high. The patient had spasms throughout her back and legs. She was urinating immediately after drinking. The patient did not have a patient programmer and the hcp did not have a clinician device. She was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.